Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that pump was part of field correction, completed required form on customer¿s behalf, provided pump reset instructions, assisted with reset, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code recurred.